Event description:
It was noted that the hub of a 2.5 x 33mm cypher select plus stent had leakage. This was noted when the balloon was going to be inflated. There was no patient injury reported.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.